Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pjr588, and no non-conformances were identified. Summary: seven unopened samples of product code sxpp1b455, lot pjr588 were received for evaluation. The complaint sample was not received for evaluation. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture were observed. A functional test was performed, the pull force and tensile force were above the minimum requirements. Per the condition of the samples, no performance breakage suture was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent a lap hysterectomy procedure on (B)(6) 2020 and the barbed suture was used. It was reported that during the procedure when closing the cuff, the barbed suture broke. Another like barbed suture was used to complete the procedure. There were no patient consequences reported.